Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17apr2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.